Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon, approximately 4.5 mm from the balloon proximal neck.

Event description:
As reported, the balloon of 6f-7f mynxgrip vascular closure device (vcd) ruptured due to calcified lesion during the procedure. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) ruptured due to a calcified lesion during the procedure. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water, the results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a radial tear in the balloon, approximately 4.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1906004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcification reported, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.